Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report that scope had flipped image. Prior to call, surgeon already reseated the scope multiple times but the issue persisted. Tse checked logs and found nothing relevant. Tse guided caller to take out the scope, rotate manually to 180 degrees, press the clutch button on the endoscope arm to cancel guided tool and reinstalling the scope. The issue was resolved after that. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and confirmed that the procedure was completed without any difficulty.